Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the instrument has a broken end. No associated procedure.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history review, some potential root causes for the damaged threads are, but are not limited to: the application of a force while the device is not properly aligned with the targeting arm. An improper engagement between the strike plate and the targeting arm, which could have caused the deformation of the strike plate at the threaded area. A natural wear of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
It was reported that the instrument has a broken end. No associated procedure.